Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). Configuration of call routing is completed at the time of implementation by hillrom based on customer preference and may be changed thereafter, as requested by the customer. Troubleshooting by hillrom technical support at the time of the event notes that the issue could not be replicated and there were no problems found with the nurse call system, the code apgar call worked and was broadcasted throughout the unit. In this event, the customer confirmed that no injury occurred. The call was noted not to have been enunciated at the nurse¿s station nor was recorded by the facility¿s connexal system (wireless phone). Although the inspection of the nurse call equipment was found to be working as designed, therefore the cause of the reported missed annunciation is undetermined. If the report of a code apgar not annunciating were to recur, it is likely to cause or contribute to a death or serious injury.

Event description:
The customer reported that an apgar alert did not annunciate. The customer confirmed that no injury occurred with this event. Follow-up with the customer found that the originating unit (labor and delivery) where this event occurred, uses this call (code apgar) in the event of an urgent situation, similar to how a code blue is used. This incident was captured under hillrom complaint ref # (B)(4).